Manufacturer narrative:
Device was not returned to manufacturing for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device /logs be received for evaluation. The actual date of event is unknown device evaluated by bd service and not returned to manufacturing facility for evaluation.

Event description:
It was reported that the device had alarm error code 110.6021. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex a, b, c, d, g grid. A review of the complaint history for (B)(6) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 21apr2019. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for (B)(6) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had alarm error code 110.6021. There was no patient involvement.